Manufacturer narrative:
The facility chose not to return the device to the MFR for analysis; therefore, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this event is inconclusive. The customer has been notified of the MFR's findings. The MFR is now closing the file on this event. Submitted to the FDA 4/16/98.

Event description:
No further details were provided at this time.